Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 70 and blood glucose was 113 mg/dl. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. The customer declined to trouble shoot. The customer will be sent a replacement sensor.

Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test; sensor failed per specification. Found a bent cannula. We were unable to confirm if sensor was received in said condition due to customer returning it opened/used.